Manufacturer narrative:
B5. Describe event or problem; corrected date; supplemental MDR #1 inadvertently omitted information known prior to submission.

Event description:
The explanted generator has been received for analysis. Analysis is underway but has not been completed to date.

Event description:
It was reported that high impedance was seen when attempting to turn off the patient¿s device in preparation for an MRI. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Product analysis for the generator was completed and approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A battery status of ifi-yes was seen in the lab. There were no additional performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Information was received that the patient had a full revision due to high impedance. No device has been received to date. No additional relevant information has been received to date.